Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: the device related to the reported event of capsular contracture, autoimmune/connective tissue disorders, and deflation received on july 08, 2020 with catalog number 1586740. Analysis of the returned device identified: broken shell and crease flat. Leak test and microscopic analysis was performed which identified: striated broken shell, missing shell on anterior (0-25%), striated broken on plug strap and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. A striated broken on plug strap assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/apr/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of autoimmune/connective tissue disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported being diagnosed with a connective tissue disease or disorder, "her left breast as feeling firm and looking abnormal due to capsular contracture", baker grade iii. Additionally, a healthcare professional reported a left side deflation. Device remains implanted. This record is for the left side.